Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that right ventricular (rv) impedance measurements are varying over 800 ohms at a time. They were jumping from the 700 ohm range to 1600 ohm range every other or every third day. Isometrics in the office found no change to thresholds, sensing and no noise. The clinic noted they have seen variations of the right atrial (ra) impedance measurements previously, but not as significant as the rv lead. Boston scientific technical services (ts) discussed possible reasons including slight variation in movement of the leads in the header of the pacemaker. Ts noted they could program unipolar pace and bipolar sense to see if the measurements become steady. The pacemaker and another manufacturer's rv and ra leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that right ventricular (rv) impedance measurements are varying over 800 ohms at a time. They were jumping from the 700 ohm range to 1600 ohm range every other or every third day. Isometrics in the office found no change to thresholds, sensing and no noise. The clinic noted they have seen variations of the right atrial (ra) impedance measurements previously, but not as significant as the rv lead. Boston scientific technical services (ts) discussed possible reasons including slight variation in movement of the leads in the header of the pacemaker. Ts noted they could program unipolar pace and bipolar sense to see if the measurements become steady. The pacemaker and another manufacturer's rv and ra leads remain in service. No adverse patient effects were reported. Additional information was received that the lead was reprogrammed to the recommended split polarity settings which resolved the labile impedances immediately.